Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.1 had multiple reads, write errors. A field service engineer (fse) reseated the drawer board cables at the drawer board and the retractor cables. Further the fes found one failed cubie and replaced the cubie to resolve the issue. Them the drawer tested fine but still there were failures shown on screen. The customer unloaded and reloaded all the pockets then the failures were gone. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple pockets had read and write errors on drawer 4.1. Some pockets were still responding, but most had errors. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.